Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled. The tubes were not tested, and there was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled. The tubes were not tested, and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and 6 photos were returned by the customer in support of this complaint. The photos were evaluated and do not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 100 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.